Event description:
During an incident in 03 involving a diaphoretic patient with clammy skin who was experiencing chest pains, tightness in the jaw and pain in the left arm, this defibrillator was powered on and shut off after a minute or two. When questioned about the incident, the reporter could not be sure if the defib was ever turned on because they was trying to keep the patient calm. The patient was transported alive and alert to the hospital. They were using medi trace defib pads.